Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified shunt. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 20 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified shunt. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 20 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 40mm in length and extended from a position 7mm proximal of the proximal markerband to 31mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.